Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the memory log confirmed the high voltage system error. The device was attached to pacing and shock loads and it was confirmed that the device was able to sense and pace normally. However, when attempting a .1 joule shock the device returned a timeout error. The device case was removed and there was acing from a resistor to the device case. It is unknown what caused the arcing and due to the excessive damage no conclusion could be determined.

Event description:
Boston scientific received information that the patient with this device presented to the emergency room after receiving shocks. The device was interrogated error codes indicating that high voltage was detected on shock lead during charge and charge dump to internal resistor exceeded timeout. A magnet was placed over the device and the device was programmed to monitor only but the patient still received shocks. The patient was seen for a revision procedure where the device was explanted and replaced. The device was returned for analysis. There were no additional adverse patient effects reported.